Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away due to an unknown cause coincident with automated peritoneal dialysis (apd) therapy. The patient was not hospitalized prior to death and had been performing apd therapy prior to death. The patient was connected to the homechoice device at the time of death and was found dead at his home. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. If additional relevant information is received, a supplemental medwatch will be filed.